Event description:
Sorin group received a report that during set-up of a case. The s5 mast roller pump displayed a communication error and stopped. The clinician checked all the connections from the pump to the control panel to ensure they were properly secured. The pump was then restarted and the error did not return. The pump was used for the case with no problems. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during set-up of a cade, the s5 mast roller pump displayed a communication error and stopped. The clinician checked all the connectors from the pump to the control panel to ensure they were properly secured. The pump was then restarted and the error did not return. The pump was used for the case with no problems. There was no pt injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.